Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results while performing a (B)(4) study. Results as follows: date: (B)(6) 2011, time: 9:30, pt: 4, inratio: 3.4, sysmex: 1.59. The only pt info provided was that they were on warfarin.